Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose value was 600 mg/dl. The customers blood glucose level were 300mg/dl, 500 mg/dl, 200mg/dl and 258 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip and insulin pump. The device will not be returned for analysis.